Event description:
Reporter alleged discrepant blood glucose results of 87 mg/dl on the aviva system compared to 40 mg/dl when testing was performed on a professional meter within 10 mins. Reporter stated customer was on the floor, sweating and with slurred speech. Emt's treated customer with glucose (rte of adminstration not reported) and transported customer to hospital. No treatment while customer was in the hospital was reported. A request was made for the return of the suspect device and replacement product was sent.